Manufacturer narrative:
(B)(4). Batch # u5ch8f. Additional information requested, and received: could you please clarify if there were any patient consequences? Yes. Blake drain was put in, oversewed the anastomosis with 3-0 silk, and an ileostomy. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The only change I know is having to care for the temporary bg. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, the doctor fired the stapler and when they checked for post op leaks, they had a leak. The proximal on the anvil side the tissue was real thin so everything was complete. The donuts were complete. It was fired in a loose area where the needle wasn't all the way down. Case was completed. They did have to use 30 silk to reinforce the closure to repair the leak.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2021. Additional information was requested, and the following was received: what were the indications for surgery? Rectosigmoid cancer. What surgical procedure was performed? Lar low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Yes chemotherapy. Were there any issues experienced with the device in the initial surgical procedure? None. Washer was separated, audible tactile feedback was good. What healthcare professional fired the device and what is his/her experience with the device? Dr. Wiggins chief surgeon. Very experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Thin but complete was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. None. Was the staple line visualized endoscopically during the initial surgical procedure? No. What is the current status of the patient? Be study was good. Patient released from the hospital.